Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements. Monitoring of the device is being performed. This device remains in service. No further adverse patient effects were reported.